Event description:
It was reported that the line cracked while using the bd alaris¿ pump module smartsite¿ burette infusion set, leading to leakage. The following information was provided by the initial reporter: the line had cracked just after buretrol and the tpn was leaking.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: possible lot number: d4: medical device lot #: 21095094, d4: medical device expiration date: 02-sep-2024, h4: device manufacture date: 02-sep-2021. D4: medical device lot #: 21095095, d4: medical device expiration date: 04-sep-2024, h4: device manufacture date: 04-sep-2021. D4: medical device lot #: 21095217, d4: medical device expiration date: 07-sep-2024, h4: device manufacture date: 07-sep-2021. D4: medical device lot #: 21105039, d4: medical device expiration date: 20-oct-2024, h4: device manufacture date: 20-oct-2021. H6: investigation summary: no product or photo was returned by the customer. The customer complaint of crack with leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015012 lot number 21095094 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095095 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21105039 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the line cracked while using the bd alaris¿ pump module smartsite¿ burette infusion set, leading to leakage. The following information was provided by the initial reporter: the line had cracked just after buretrol and the tpn was leaking.